Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported burn could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During a lumbar radio frequency ablation at the spine levels of right l2-5, a blistered, 3-4 cm linear burn was noted at the ground pad site on the right flank. The patient was treated with ointment, gauze, and tegaderm was placed over the burn. There were no performance issues with any abbott devices.